Event description:
Laser surgery created extreme myopia. Right eye is "0", left eye is a "-4". Pt now has to wear 2 pairs of glasses and has very poor depth perception. Pt indicated the physician's goal was to adjust for the astigmatism, but it ended up making his vision worse. Dr has offered to "correct" it for free of charge, but pt is afraid to have it done since the dr has messed it up so poorly. Pt is very upset that dr performed a "monovision" procedure without the pt's informed consent. Work has become very difficult for the pt due to his poor vision and the depression he has felt since his surgery.